Manufacturer narrative:
H3:product analysis # (B)(4): part # 6640005;lot # nm16g057 visual inspection confirmed the entire torx tip of instrument has been sheared off optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient undergoing unknown spine surgery. It was reported that the tip of the screwdriver was broken while adjusting a screw. Doctor was able to retrieve the piece of the driver. No harm to the patient or delay to the case. No further complications reported/anticipated due to this event. Additional information was received from the rep that procedure used in this event was tlif and pre op diagnosis of this event was spinal stenosis.